Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise and oversensing, noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored untreated episode in primary sensing vector due to oversensing of noise. Technical services (ts) was consulted and determined that the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts suggested obtaining an x-ray and performing additional troubleshooting. The patient was brought into the clinic and an x-ray was taken. The x-ray showed good system position. A possible slight bend in the electrode was noted as it comes out of the header. No noise was able to be reproduced in primary sensing vector. Review of secondary sensing vector found low amplitude r-waves and a poor r to t ration. During provocation testing, all elicited noise was appropriately labeled by the s-ICD. Ts was again consulted and noted that with the current sensing options the patient would be at risk for inappropriate therapy and noted the next steps would be a clinical decision. The patient sent remote home monitoring data for review since the s-ICD was reprogrammed to secondary vector with a two times gain. Ts observed that at the current moment the device is appropriate sensing and detecting. It was noted that the patient is very active, and ts again discussed the possible risk of oversensing leading to inappropriate therapy. At this time the s-ICD and electrode remain in service and no adverse effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced with a transvenous implantable cardioverter defibrillator (ICD) system. This report is being submitted to update the device return and product analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored untreated episode in primary sensing vector due to oversensing of noise. Technical services (ts) was consulted and determined that the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts suggested obtaining an x-ray and performing additional troubleshooting. The patient was brought into the clinic and an x-ray was taken. The x-ray showed good system position. A possible slight bend in the electrode was noted as it comes out of the header. No noise was able to be reproduced in primary sensing vector. Review of secondary sensing vector found low amplitude r-waves and a poor r to t ration. During provocation testing, all elicited noise was appropriately labeled by the s-ICD. Ts was again consulted and noted that with the current sensing options the patient would be at risk for inappropriate therapy and noted the next steps would be a clinical decision. The patient sent remote home monitoring data for review since the s-ICD was reprogrammed to secondary vector with a two times gain. Ts observed that at the current moment the device is appropriate sensing and detecting. It was noted that the patient is very active and ts again discussed the possible risk of oversensing leading to inappropriate therapy. At this time the s-ICD and electrode remain in service and no adverse effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored untreated episode in primary sensing vector due to oversensing of noise. Technical services (ts) was consulted and determined that the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts suggested obtaining an x-ray and performing additional troubleshooting. The patient was brought into the clinic and an x-ray was taken. The x-ray showed good system position. A possible slight bend in the electrode was noted as it comes out of the header. No noise was able to be reproduced in primary sensing vector. Review of secondary sensing vector found low amplitude r-waves and a poor r to t ration. During provocation testing, all elicited noise was appropriately labeled by the s-ICD. Ts was again consulted and noted that with the current sensing options the patient would be at risk for inappropriate therapy and noted the next steps would be a clinical decision. The patient sent remote home monitoring data for review since the s-ICD was reprogrammed to secondary vector with a two times gain. Ts observed that at the current moment the device is appropriate sensing and detecting. It was noted that the patient is very active and ts again discussed the possible risk of oversnsing leading to inappropriate therapy. At this time the s-ICD and electrode remain in service and no adverse effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced with a transvenous implantable cardioverter defibrillator (ICD) system.